Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2014 with diabetic ketoacidosis. Customer's blood glucose was unknown at the time of the hospitalization. The customer reported experiencing ketones, dehydration and mental confusion from their blood glucose. The customer stated they were wearing the insulin pump at the time of hospitalization. Customer also reported issues with their transmitter not blinking and charger flashing red. Customer declined to return the insulin pump for analysis.